Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was exhibiting error 41171.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. There was a constant error alarm code 41171. Flashed the mu and reloaded latest software. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Additional information received and attached by ICU medical on 27-jan-2022: no patient involvement. Event occurred during testing. H6: event problem and evaluation codes: updated after additional information received.